Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false negative result on the alinity m hr hpv assay. Sample number (B)(6) was originally tested on the (B)(6) 2025, and then repeated again on the (B)(6) 2025. The sample was retested due to the strange curve observed in the hpv other b channel. On the (B)(6) 2025, the customer diluted the sample out and ran it again on the alinity m instrument, which gave them the positive result. The customer also ran the sample on another platform, which gave a positive other b result. The customer noticed sample (B)(6) had a baseline tilt on the (B)(6) 2025, so they repeated it and the result was another false negative on (B)(6) 2025 due to a baseline tilt. The customer ran on another platform, and the sample was called other b positive. The final run on (B)(6) 2025 on the alinity m instrument was positive for other b. The customer reported there was a delay in reporting the patient result as the sample was originally run on (B)(6) 2025. However, the result was not released until the sample was called positive on the (B)(6). There was no other impact of patient management reported.

Manufacturer narrative:
The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 405176 was performed and all testing met the validity and acceptance criteria with a pass disposition. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. There were no instances of false negative results. The file sample evaluation testing results did not verify customer's observation. Customer data review: the assays met specification requirements as no error codes or flags were displayed for the run controls. The amplification curves appeared normal and exhibited normal amplification for the other hr hpv b genotype as well as the cellular control. No "baseline tilt" was observed for the amplification curves. Quality data review: device history record (DHR) review review of the manufacturing packet for alinity m hr hpv amp kit (list 09n15-090) lot 405176 (including its components) did not identify any issues that could result in the reported complaint. No records related to the reported complaint were found that documented issues that could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 405176 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. Kit lot 405176 along with the components lot 405177 and 405178 were searched. The CAPA review did not identify any quality records related to the reported complaint for the reported lot 405176 (and components lot 405177 and 405178). Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 405176. Complaint trending per was completed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 405176 was not identified.